Event description:
A surgeon reported that following lasik surgery, some patients had unexpected refractive outcomes. The surgeon did not specify the number of patients. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The sample is not expected to be returned to wavelight for evaluation. Additional information was requested but not received. With limited information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).